Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms while at home and lost consciousness. When the pt aroused, he vomited. The pt was brought to the hospital and was admitted. It was also reported that the pt experienced dehydration and low flow. Approximately a week later, the pt was discharged to home. No further issues were reported.

Manufacturer narrative:
Per additional info received, the pt was discharged home six days after being admitted to the hospital. The MFR is attempting to acquire more info regarding what happened after the pt was admitted to the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.